Manufacturer narrative:
D9: device received on 7/16/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The device failed accuracy tests. The problem was duplicated. Reported problem was caused from an out of specification explusor. The expulsor was trimmed to fix the issue.

Event description:
It was reported that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.